Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had noise episodes and low pacing lead impedances. The noise episodes resulted in inappropriate therapy by the device. The device, rv, and ra lead were explanted and replaced and the patient was stable. Related manufacturer report numbers: 2938836-2017-31787, 2017865-2017-31903.

Manufacturer narrative:
The field reports of low pacing impedance and noise were confirmed. Only the distal end of the lead was received for analysis. During electrical testing the lead failed the hi-pot test between the re and rv vectors. Visual inspection of the lead found an internal insulation abrasion breaching the re cable lumen beneath the rv shock coil. The etfe cable coating of one re cable was found to be abraded in multiple locations. The exposure of the re conductor cable beneath the rv shock coil would have caused the complaints reported from the field. All other damages were consistent with that occurring at time explant.